Event description:
Adult female presented for elective laparoscopic nissen fundoplication for gastroesophageal reflux disease. During procedure, the sonicision cordless ultrasonic dissector failed to function and was replaced with a functioning device without any impact on the procedure.